Event description:
It was reported that the patient was dissatisfied with the location of the balloon of this artificial urinary sphincter (aus), the balloon was palpable in the lower abdomen. A surgical procedure was performed, during which the existing balloon was removed and replaced. No patient complications were reported.